Manufacturer narrative:
Other: load wheel assembly.

Event description:
It was reported by service report that the load wheel assembly wheels were broken off. There was pt involvement, however, no adverse consequences are reported.